Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four days post-operatively an index pulsed field ablation, the patient experienced dyspnea and tachycardia on exertion, dizziness, lightheadedness, headache, generalized weakness, palpitations, and a little blurred vision. The patient went to the emergency department. The patient's elevated troponins were deemed second to the recent ablation. The electrocardiogram (EKG) was performed. Aspirin and a vasodilator medication were administered with some improvement. The patient underwent an angiogram, which showed a small coronary fistula from proximal left anterior descending artery to pulmonary artery. The echocardiogram revealed a small pericardial effusion with a small amount of pericardial fluid. The patient was hospitalized for two days. The patient was discharged with a cardiac holter monitor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (unknown); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.